Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a pinhole, otherwise known as component failure at forceps channel. The cause of the foreign material could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had an instrument channel pinhole with inability to insert forceps at all, foreign material in the instrument channel and foreign material at the body control unit. There was no patient involvement.